Event description:
The consumer reported that the patient had frequent urinary tract infections (utis) due to bacteria in 2016. The patient had already had 5 utis this year. There were no trauma or falls that could be related to the issue. The patient had not had their implantable neurostimulator (ins) checked for placement or function. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.